Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00094 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore the investigation is based upon the user facility information and the evaluation of the retention sample from a recent lot as well as the surrounding lots. A visual examination of the retention samples from the recent lot as well as the surrounding lots confirmed there were no visual defects. Functional testing on all samples confirmed they met manufacturer specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00094 to provide the sample evaluation results.

Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: (1) the physician complained of more leaking than normal from around the valve; and (2) blood loss was less than 250 ml; (3) the procedure outcome was reported to be "good"; and (4) there was no injury to the patient. The user facility reported three similar complaints for devices with different product code/lot number combinations, see MDR 1118880-2016-00093 and 1118880-2016-00095 for the related reports.